Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During the intervention the coiled tip of the neuroscout 14 (601314/357515) is divided. It seems broken. The coiled end of the tip is broken in 2 pieces, you can see it under fluoroscopy. The wire was not separated. The distal tip was stretched with the coil wire separated but remaining attached to the core wire. The coil wire was stretched/separated in two pieces but both ends of the coil wire were still attached to the core wire. The procedure was prolonged 10 minutes as a result of the difficulties encountered with the device. The procedure was completed with a same like product. The product was stored according to labeling instructions. The product was not resterilized. The wire was not removed from the dispenser by the distal floppy end. The wire was reshaped over the guidewire introducer. The wire was not used for treatment of another lesion prior to the event. The vessel had stenosis percentage. The lesion was not a chronic total occlusion. A drilling or jackhammer technique was not used to recanalize the vessel. The wire tip was visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion. The torque response was good. There was no resistance/friction between the wire and other devices. The wire did not kink while being used. The wire was not advanced through the struts of an existing stent. The wire tip did not repeatedly prolapse during placement. The tip did not remain in a prolapsed position during treatment of the lesion. The wire tip was not advanced into the distal vasculature. The wire was not jailed at any time behind a stent. The wire did not become fixed or caught at any time prior to the event. The wire was not torqued against resistance. The physician¿s dictated summary and procedure log is not available. A procedural cd is not available for review, however images have been provided.

Manufacturer narrative:
It was reported that during the intervention the coiled tip of the neuroscout 14 (601314/357515) was broken; the coiled end of the tip was broken in two pieces. It was further clarified that the wire was not separated; the distal tip was stretched with separation of the coil wire in two pieces but both ends of the coil wire were still attached to the core wire. The procedure was prolonged ten minutes as a result of the difficulties encountered with the device and was completed with a same like product. The product was stored according to labeling instructions. The product was not resterilized. The wire was not removed from the dispenser by the distal floppy end. The wire was reshaped over the guidewire introducer. The wire was not used for treatment of another lesion prior to the event. The lesion was not a chronic total occlusion but had stenosis and a drilling or jackhammer technique was not used to recanalize the vessel. The wire tip was visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion. The torque response was good and it was not torque against resistance. There was no resistance/friction between the wire and other devices and it did not kink while being used. The wire was not advanced through the struts of an existing stent and was not jailed at any time behind a stent. The wire tip did not repeatedly prolapse or remain in a prolapsed position during the treatment of the lesion. The wire tip was not advanced into the distal vasculature and did not become fixed or caught at any time prior to the event. Two images were received showing a stent along the length of c3-c4 level and the curved tip of the guidewire at c1 level. There lack of radiopacity of the gw is noted at c5 level. An additional image shows the gw extending through the tip of a catheter which is through and beyond the stent with the tip at c2 level. Two images were received demonstrating an area of reduced/lack of radiopacity of the guidewire. In one image the guidewire through and beyond a stent which is located at the c3-c4 cervical spine region and one with the guidewire within and extending beyond the tip of a catheter which is through and beyond the stent. It was reported that the procedural log and procedural cd is not available for review. Analysis of the returned neuroscout guidewire was completed by concert medical. The neuroscout standard was intact. The tree bonds were secure to the coil and core wire had no breaks. The coil was stretched in two locations, each stretch observed distal to the midjoint and proximal to the joint. The stretched resulted in coil compression and waves in the compressed region. The reported coil separation was not confirmed; however the coil was stretched in two locations. Although based on the reported information a definitive root cause cannot be determined, based on the analysis, the coil encountered forces that exceeded its design limitations. With review of the device history records there were non conformities within the manufacturing process. Therefore, no corrective actions will be taken at this time.